Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 3/18/2021. Device evaluation was completed on 3/25/2021. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and spi screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax. On the thmcl smtch sf catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto 3 system and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal parts exposed. Initially it was reported that during the mapping phase, the system displayed correct force data. When the ablation pedal was pressed, the force jumped. The system did not alarm any warnings about forces data. After, the catheter was removed from the body, they realized that there was blood on the tip of the catheter that could not be removed. The catheter was replaced and everything worked normally. No patient consequence was reported. The agilis 8.5f sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. No physical damage noted to the pebax. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The foreign material inside the pebax with no external damage was assessed as not MDR reportable. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2021 a hole on the pebax with reddish-brown material inside and internal parts exposed. The hole on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding is 3/24/2021.